Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/doses via an implantable pump for spinal pain indications. The patient stated they recently moved to florida and were looking for a new doctor to manage their pump. Patient stated they had a surgery on (B)(6) 2025 with the healthcare provider (hcp) to reposition the pump, but they did not know if an actual new pump was put in or not. Patient mentioned their discharge paperwork showed 'reposition the pain pump,' and patient mentioned 'he just put one in the year before.' Patient then mentioned the pump was flipping. When agent inquired event date, patient stated, 'for at least 4 months prior to the (revision) surgery; they were in severe pain and that was when they said it had a kink in it.' When agent attempted to clarify catheter, patient stated 'he (hcp) said the line had a kink in it.' Patient stated 'they fixed that and it's been working, that was why I know I need it (pump/therapy).' Patient appeared confused with current implanted system and system components and therefore was difficult for agent to obtain/clarify information. Patient mentioned their hcp was their managing physician until they moved, and their pump was due to be refilled next in may. Patient stated they had been to multiple appointments in the area but all the physicians eventually tell them that they did not manage pumps.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n259263008 implanted: (B)(6)2010 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.